Manufacturer narrative:
Upon visual inspection, no issues were found that would be related to the reported event. The mtm2 was installed onto a golden system where the component functioned as expected. The mtm2 was then installed onto a pftp where all relevant testing was passed within specification. Once testing was completed, the mtm2 was inspected, and no faults could be identified. As a result of these findings, failure analysis concluded that calibration is consistent with the reported event and is the potential root cause for this issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted ureterolihotomy surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported that an error #23032 occurred on the surgeon side console (ssc) during surgery. Prior to contacting tse, the system had been undocked and restarted, but the issue persisted. Tse advised the caller to restart with power removal and emergency power off (epo), which also did not resolve the problem. Upon examining the logs, it was found that error #23032 was related to an activated master button at startup, which had been disabled by the system. Verification confirmed that power had been removed from the console during the restart. Despite the error, the surgeon decided to proceed with the case as it was. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was completing as planned with no reported injury. Intuitive followed up and obtained additional information. The mtm was not disabled during the procedure, despite issues with the right-hand control from the console, which caused resistance and resulted in robotic arms 3 and 4 freezing and not properly grabbing or closing on tissue. The surgeon managed to complete the case. No patient-related information was provided by the reporter.